Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of 8mm prograsp forceps instrument did not open. Customer had to use emergency kit to detach the instrument. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the incident did not cause an unexpected tissue removal. There was no adverse effect to the grasped tissue.